Event description:
It was reported the device does not recognize the test load during the operational test. No patient involvement reported at this time.

Manufacturer narrative:
Performance and electrical safety tests were performed by a philips distributor technician, confirming the reported issue during operational testing. No other functional fault was found, and the device functioned to supply therapy as expected per design. The customer was provided with a replacement therapy pca board. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. The customer was provided a replacement therapy pca board to resolve the issue. It has been concluded that no further action is required at this time.